Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (400mcg/ml at 47.47 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was hospitalized for skin infection above the pump site. It was noted that the patient factors included constant scratching and rubbing site of pump. The infection cleared but the pump was explanted for safety and would be implanted at later date after the patient was cleared per the healthcare provider.